Manufacturer narrative:
H10: additional details within the record noted that all of the necessary scheduled maintenance operations have been performed, and the device complies with the manufacturer's specification; however, the device can only be operated from the 220v network and can affect the operation of the device and patient safety. Multiple attempts at follow up with the key market were performed; however, no response was provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Name of reporter: (B)(6) phone number: institution: (B)(6)

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a problem, and required a replacement battery. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was having a scheduled maintenance performed; however, while the device was being tested, a problem was detected, and the device's battery needed to be replaced. Investigation ongoing